Event description:
It was reported during a da vinci si surgical procedure the grasping retractor instrument cable broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the one grip cable was broken at the distal clevis. The other cables at the wrist were not damaged. The idler pulley spun freely and did not exhibit damage. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.